Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not removing air from the cartridge. Tandem technical supported educated the customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge and instructs the user to remove any residual air from the cartridge. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.